Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of jaw peeled off. Nothing fell into the patient. No damage to the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of jaw peeled off. Nothing fell into the patient. No damage to the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. There were signs of clinical use on the jaws. The heater wire was observed to be completely flexed away, remaining attached at the base and the tip. The silicone insulation on the both jaws was observed to be intact. No visual defects were observed. The jaws were cleaned gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the analyzed failure "material twisted/bent; wire". The resistance value was measured at 0.670 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "peeled; jaw" is not confirmed and the analyzed failure "material twisted/ bent; wire" was confirmed.